Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 59 mg/dl at the time of the incident. The customer was given food, drinks, and intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was seeing a neurologist and was put on medication that made them sleep deeper and become unable to respond to lows. The insulin pump will not be returned for analysis.